Event description:
The report stated that during a hysterectomy, while on the broad ligament, visible arcing from one site of the patient to the other resulted in thermal damage to the sigmoid. The patient had to have a temporary colostomy. Patient condition is reported as being good.

Manufacturer narrative:
Date of initial report: 12/18/2008. The site has indicated that the incident sample has been discarded. Additional questions in regard to the incident have also been asked. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.